Event description:
On day after peg placement, pt developed tachycardia to 130's. The next day pt developed increasing abdominal pain and was taken for exploratory laparotomy. Found to have peg-outside of stomach, lying over peritoneum. Peg placement was confirmed by endoscopy at time of placement.